Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Office testing found noise in all sensing vectors. Technical services advised to get an x-ray. Also, the smartpass feature had programmed itself off. The feature is now back on. Later, the entire system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
The lead was returned severed, approximately 233 mm from the terminal end. Only the proximal segment was returned. The oversensing, noisy signals, inappropriate shock, and electric shock allegations were not confirmed, based on normal lead resistance measurements, inspection, and x-ray which showed no conductor issues on the segment of lead returned.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Office testing found noise in all sensing vectors. Technical services advised to get an x-ray. Also, the smartpass feature had programmed itself off. The feature is now back on. Later, the entire system was explanted. There were no additional adverse patient effects.